Manufacturer narrative:
Added information to section b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.))

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of stenosis could not be confirmed by product evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of diabetes and hypercholesterolemia.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 72-year-old patient with an intuity elite valve model 8300ab19 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years and two (2) months due to stenosis with mean/peak gradients of 58/80mmhg. The patient presented with shortness of breath. A 20mm transcatheter heart valve was implanted within the pre-existing surgical edwards valve with no complication for the patient that was noted as to be discharged home.